Event description:
In 2000 the paitent reported sudden onset of tinnitus with the device off, in addition to the noise sensation that had been continuing before and after implantation. Programming parameters were adjusted. However, symptoms reportedly increased in intensity, severity and frequency in 2001. The decision was made to explant the device.